Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was locked up. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. The quotation was not accepted by the customer as the service was no longer required. Therefore, no service action was performed by the philips, since. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system had locked up, which can impact geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.